Manufacturer narrative:
Evaluation update: this case is under investigation and evaluation of the case unit. As soon the results become available a supplemental report will be submitted. (B)(4).

Event description:
The below was reported, "device was plugged in at time of failure and started flashing "low battery", then turned completely off. Plugged into a different outlet and restarted. Unit ran ok for about 10 minutes then failed without warning, required emergent replacement of pump. Pt became hypertensive until pump was replaced, but remained lucid throughout. Started new pump without further incident.